Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blockage in the pump preventing insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous monitor. A manual injection was administered to treat the elevated bg. Customer changed pump supplies to address the issue.